Manufacturer narrative:
G4: 11oct2020. B4: 12oct2020 . H11: b5: it was reported to philips that the device had a touchscreen that was not working. H10: the device was not in use on a patient at the time of the event. There was no report of patient or user harm. Philips international field service engineer (fse) was dispatched to the customer site and confirmed that the touchscreen was not working. The fse replaced the touchscreen to resolve the issue and the device successfully passed performance specification testing after the repair was completed and placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05june2020.

Event description:
The customer reported a ventilator in which the device would not power on. There was no patient involvement.